Event description:
A malfunction was reported with the pump, specifically indicated by malfunction code 24, and it was not resettable. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.